Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, the dragonfly opstar imaging catheter was used during the procedure. However, an error message "release the catheter" was displayed. Upon removal, the catheter was found to be broken. Therefore, the catheter was removed and another dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported imaging loss was unable to be confirmed due to the dried contrast preventing functional testing. The reported break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported imaging loss/error message appears to be related to circumstances of the procedure. The catheter was returned with a nitinol tube and optical fiber separation, which likely caused the reported error message. In this case, it is likely that the catheter experienced excess angulation to the strain relief region which caused the separations. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.